Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for a procedure. During procedure, the physician gained access and proceeded with the case as normal. The valve was loaded properly, checked under fluoro and approved to proceed. A pre-balloon aortic valvuloplasty (bav) was done under the pre-dilation balloon diameter (pdd) of 21.9 using a 21mm non-abbott balloon. The patient's rhythm was recovered after the pre bav. The physician accessed using the right femoral approach (rfa) and crossed the valve with no issue. The physician deployed the valve to 80% where they assessed depth. The operator was happy with the depth and chose to complete the final deployment. The valve settled at 3mm on the non-coronary cusp (ncc) and 4.5mm on the left coronary cusp (lcc). They assessed perivalvar leak (pvl) and was found to have moderate/severe pvl. The operator decided to post bav using a 20mm non-abbott balloon. The operator fully expanded the balloon and re-assessed the pvl to mild/moderate. The operator chose to complete the case and monitor the patient.